Event description:
The customer reported a black circle in the center of the image during a laparoscopic hiatal hernia repair therapeutic procedure involving an olympus rigid video laparoscope while the patient was under sedation with a minor procedural delay. The intended procedure was completed using an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.